Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 22.5 mmol/l (405 mg/dl).

Manufacturer narrative:
The pod was received not deployed. The download data generated an 0xaa alarm, indicating a bluetooth communication failure after the pod transitioned to pod state 14. The pod was received in pod state 14 indicating the pod did not complete the activation process after being filled. No issues were observed that would have prevented the pod from completing activation and deploying as intended.